Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the contact explained that they would reach out to their health care professional regarding an alternate method of insulin therapy. Customer¿s blood glucose level was 140 mg/dl.